Event description:
As reported by the user facility: event description: the pump was originally set up on (B)(6) 2014 for comfort care with morphine drip of 50ml bag. The pump rate was set at 2ml/hr. A new bag was hung on (B)(6) 2014, at 0900. It was a 50ml bag. At 1540 the pump started beeping and the bag was empty. This bag should have ran for 24hrs. The pump said that "200ml/hr was infused". The customer wanted a log pulled on the pump. No pt effect with the owner infusion. The pt's vital remained stable. No IV set. Pharmacy was notified.